Event description:
D-dimer result of 0.49 ug/ml was repeated on another method and recovered 16.46 ug/ml. No information provided if results were used to guide therapy. Patient sample has been requested to be sent back for additional investigation. If additional information is received, appropriate notification will be provided.